Event description:
Philips received a complaint from customer biomed reporting a dim display on the v60 ventilator. The device was not in clinical use. There was no report of harm. A philips remote service engineer (rse) evaluated the issue with the biomedical engineer (bme) and confirmed the reported issue. The bme reported there was a severed cable in the user interface assembly. The rse advised replacement and provided the part details for a customer order. Investigation is ongoing.

Manufacturer narrative:
H10: the customer biomedical engineer (bme) confirmed the necessary parts have not been provided. The repair for this unit cannot be conducted at this time due to the part(s) being on backorder. The material has already been requested and an order for the part(s) was placed to conduct the repair of this unit. The material ordered, user interface (ui) assembly without nav ring, aligns with the recommended repair of the alleged malfunction per the service manual. When the parts become available the repairs will be conducted. If new information is received and suggest that the device has additional malfunctions, the record will be reopened, and an investigation will be performed.